Event description:
A patient reported low inaccurate readings with a one touch meter. During the report, patient also reported experiencing an adverse event, date unknown. Patient reportedly experienced numb hands, urinating frequency and sleep disturbance. Patient's blood glucose was reportedly 95mg/dl on ot meter during the event. Patient went to ER where patient's blood glucose was 508mg/dl. Patient was reportedly admitted to hospital for 2 days. No further information has been reported.